Event description:
Getinge became aware of an issue with one of our table 113302b2 - alphamaxx motor drive unit, EU side rail. As it was stated, during emergency caesarean section when the patient was in a supine position and about to be intubated, the head/upper back section suddenly dropped. There was no harm caused to the patient. The operation was delayed by a minute. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery creating a risk of nerve overstretching, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E3 occupation: theatres coordinator e1:(B)(6). D10 concomitant products: 113331b0 - standard back plate (europ), 113067b0 - head plate.